Manufacturer narrative:
A lead revision was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported as a result of the surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A lead revision has been scheduled to be performed. No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a post-operative check after the implantation of this right ventricular (rv) lead, there was loss of capture noted on the electrogram. A chest x-ray was performed and revealed that this rv lead had dislodged. No adverse patient effects were reported.